Event description:
A pronto lp extraction catheter device was used in a patient procedure. The catheter broke away from the hub during the procedure.

Manufacturer narrative:
The returned product was reviewed and a manufacturing record review was completed. The returned product was determined to have insufficient adhesive on the proximal hub bond. Hub separation occurred outside of patient, no patient impact or injury reported.